Event description:
Dexcom reporting very incorrect glucose level - 4/5 sensors within a month reporting incorrectly (incorrect even based on dexcom's allowable differences). This is false reporting is dangerous and a threat to my well-being. FDA safety report ID # (B)(4).